Manufacturer narrative:
Section d1: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench controller fault alarm was confirmed during review of the submitted and downloaded log files. The log files collectively contained data spanning approximately 5 days of patient use ( (B)(6) 2023 per timestamp). A controller fault alarm was observed at 3:43:44 on 18oct2023 due to a boost over voltage fault. The voltages of the power cables and motor appeared to be within normal ranges at the time of the fault's activation. The controller¿s ability to operate the pump was unaffected by the fault/alarm, as the pump maintained a speed above the low speed limit while the driveline was connected. The driveline was disconnected at 4:32:06 on 18oct2023, which is consistent with the controller¿s exchange. The controller fault alarm and boost over voltage fault remained active until the controller was powered down following the controller exchange. The returned heartmate 3 system controller (serial number: hsc-083793) was functionally tested and found to perform as intended; the reported event could not be reproduced. The controller passed all steps of testing and was able to operate a mock circulatory loop for an extended period of time without issue. The root cause of the reported event could not be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with controller internal fault conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced a yellow wrench controller fault alarm on (B)(6) 2023 and performed a controller exchange at home. The log captured controller internal fault (f24 boost ov) on (B)(6) 2023 from 03:43-04:32. The driveline was disconnected for the controller exchange at (B)(6) 2023 at 04:32. The alarms indicated that the boost over voltage has been activated (rare). A controller replacement was considered warranted to fix these alarms.